Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: received lost sensor alert, low bgs and damage insulin pump. P-cap locked in place properly during testing. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device. Device passed rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement test. No abnormal behavior during download history review. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature connection working properly during testing. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Device received with missing display window cover and cracked keypad at select button. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when missing display window cover and cracked keypad at select button were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incidence was 40 mg/dl. Customer was not using automode feature at time of incidence. The insulin pump will not be returned for analysis.